Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information about system alarms and the recommended actions associated with them, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 07-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they received line blocked alarms on (B)(6) 2026. The user changed their cleo 90 infusion site but the alarms persisted, and their glucose subequently rose. The user then administered manual insulin injections but reported that their glucose value remained at 485 mg/dl via fingerstick. The user presented to the hospital and was treated with fluids, following which, their glucose decreased to 165 mg/dl. The user stated that they switched to steel cannula infusion sets would be discharged on (B)(6) 2026. The user remains ongoing on their twiist pump.